Manufacturer narrative:
Eval summary: the device was received in good condition. No visible damage was noted. The device was tested on a generator and it activated automatically, the switch button assembly was dysfunctional. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a lap sigma procedure, the device did not function during testing. No further info is available. Another device was used to complete the case. There were no adverse consequences to the patient.